Event description:
Mid (B)(6) 2022: routine ICD remote follow-up; noted premature battery drain. Confirmed by bsc tech support/engineering premature battery drain. Patient had ICD generator change a month later.